Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted discolored tubing. Functional tests including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified, however an additional problem of discolored was noted. The cause of the discoloration was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap came off of a titanium transfer set. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.